Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the surgeon complained that the tip of force bipolar is misaligned. Upon removal of instrument, scrub nurse and bedside assistant found that their other end of the tip is already broken. Surgeon requested to have it replaced. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 15.33 mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the broken molded insulator is attributed to damage during use, which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.